Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, a non-penumbra long sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician used a stent device alone before using the red72; however, only partial clots were removed with the stent device. Next, while advancing the red72 at the ophthalmic bend, the physician experienced resistance. It was then reported that the red72 became stuck and could not be retracted through the long sheath, despite multiple attempts. While attempting to retract the red72, the physician fractured the red72 on the distal length inside the sheath. The physician then removed the proximal segment of the red72 by hand and attempted to retrieve the distal segment of the red72 which was in the common carotid artery (cca) using a snare device. After several unsuccessful attempts to remove the distal segment of the red72 using the snare device, the physician moved the patient to the operating room (or) for surgical carotid exposure and successfully retrieved the remaining segment of the red72 from the cca. The patient is improving post-surgery, and vitals are normal.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed a fracture and revealed stretching near the fractured location. If the red72 is retracted against resistance, damage such as stretching and a subsequent fracture may occur. The reported tortuous anatomy may have contributed to the resistance during the procedure. Further evaluation revealed ovalization and kinks on the distal fractured segment. This damage is incidental to the complaint and likely occurred while snaring the fractured segment. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.